Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 533 mg/dl. The customer reported that high blood glucose levels were fluctuating from a low of 178 mg/dl to 533 mg/dl. The customer treated with a bolus from the insulin pump. Troubleshooting was done. The customer reported air bubbles from the tubing and reservoir of the insulin pump. No additional information was provided.